Manufacturer narrative:
The technician found the siderail latch spring was rusty and not working. The technician replaced the siderail latch spring to resolve the issue.

Event description:
Technician alleged that the right head siderails was not latching into the up position. No patient impact.